Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was informed at the time of service that the equipment was used after the adverse event, so the fse had to wait until 11:20, which was the time they made it available to the fse. The equipment did not turn off at any point during the procedure, it simply alarmed "manual failure" and "auto failure" as reported by the clinical engineering technician at the time of service. Functional tests were performed but the equipment did not fail as described by the customer. Preventive maintenance is overdue and must be performed. Parts are available at the customers site. Battery replacement is necessary and a replacement will be requested. Equipment not approved for use. The fse upon arrival at the customer's premises, the equipment was in use, making it impossible to conduct an accurate investigation. The customer did not wait for getinge's evaluation. To include "autofill failure alarm" as reported failure, since "it simply alarmed "manual failure" and "auto failure" as reported by the clinical engineering technician at the time of service".

Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6). Due to character limitation in e1 for event site address name, full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that it was reported that cardiosave intra-aortic balloon pump (iabp) stopped working. The last preventive maintenance was performed in september 2021. On (B)(6) 2025 patient using bia, 98% tbi injury, bia was plugged in, the device abruptly started an alarm and stopped working. Several attempts to operate it were made, but without success. It was necessary to turn off the console twice until it started working again.

Manufacturer narrative:
Updated fields - b4, d9, (device available for eval), d10, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields - b5, b7, h1, h6 (health effect ¿ clinical code and health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was informed at the time of service that the equipment was used after the adverse event, so the fse had to wait until 11:20, which was the time they made it available to the fse. The equipment did not turn off at any point during the procedure, it simply alarmed "manual failure" and "auto failure" as reported by the clinical engineering technician at the time of service. Functional tests were performed but the equipment did not fail as described by the customer. Preventive maintenance is overdue and must be performed. Parts are available at the customers site. Battery replacement is necessary and a replacement will be requested. Equipment not approved for use. The fse upon arrival at the customer's premises, the equipment was in use, making it impossible to conduct an accurate investigation. The customer did not wait for getinge's evaluation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) stopped working. The last preventive maintenance was performed in september 2021. On (B)(6) 2025 patient using bia, 98% tbi injury, bia was plugged in, the device abruptly started an alarm and stopped working. Several attempts to operate it were made, but without success. It was necessary to turn off the console twice until it started working again. There was no injury reported.